Event description:
It was reported that the patient experienced pain around the vns lead, and this occurred most often when the patient turned his head to the side, and the patient reported feeling tension in the lead wires. The vns was disabled. System diagnostics showed ok impedance, and a chest x-ray showed no obvious issue with the leads. X-ray images have not been reviewed by the manufacturer to date. The patient then came for a follow up appointment and the neck pain was reported to have resolved, but when the vns was reenabled the pain returned. The vns impedance was still ok, but the physician is referring the patient for lead revision as the patient was previously able to tolerate higher settings. No known relevant surgical intervention has occurred to date. No additional relevant information has been received to date.

Event description:
Additional information was received that patient underwent revision on (B)(6) 2022. Explanted product has not been received to date. No additional relevant information has been received to date.

Event description:
The device was received into product analysis. No other relevant information has been received to date.

Event description:
Product analysis was approved. There were no performance, or any other type of adverse conditions found with the pulse generator. No other relevant information has been received to date.